Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking. Blood glucose level was in the 400's mg/dl range. Cartridge changes were performed resolving the issues.